Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a cramp. It was reported that the stimulator was turned off and it gradually resolved. No trauma or falls were reported to be related to the issue. It was not related to positional movement. Symptom of muscle spasms in the right foot/leg was reported to be sudden. Relevant medical history includes non-malignant pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.